Manufacturer narrative:
(B)(4).

Event description:
The patient had 3 leads (from the same lot) as part of her drg system. It was reported the patient ((B)(6)) was not receiving adequate pain relief. The patient indicated she was told by her physiotherapy provider that one of her leads was located ventral and the patient stated this was causing her pain. Stimulation was turned off, however there was no change to the patient's back pain. The patient requested her system be explanted. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
Corrected data: device manufacture date.